Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive, and a restart attempted through the app did not resolve the issue; the problem aligned with an unresponsive key or button, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input function involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.